Event description:
This patient had right modified mastectomy for cancer in february, 1987. In july, 1987 she had a silicone breast implant placed. Approximatelt one year ago she developed night sweats, and 50% reduction in activity due to fatigue. The patient had a right periprosthetic capsulectomy with removal of the implant. The right implant was intact.invalid data - regarding single use labeling of device. Patient medical status prior to event: satisfactory condition. There was not multiple patient involvement.invalid data - on device service/maintenance. No data - regarding date last serviced. Service provided by: invalid data. Invalid data - service records availability.invalid data - regarding whether event presents imminent hazard. Invalid data - whether device used as labeled/intended.device was evaluated after the event. Method of evaluation: visual examination, other. Results of evaluation: invalid data. Conclusion: invalid data. Certainty of device as cause of or contributor to event: invalid data. Corrective actions: other. The device was destroyed/disposed of.